Manufacturer narrative:
(B)(4).

Event description:
It was reported that the drill stopped working during insertion on a full cardiac arrest patient. Ems was not able to place the io, however, they were able to achieve a piv. The fire chief did not know what the patient outcome was, only that the patient had peripheral pulses under their care. He stated that they are not hospital based.

Manufacturer narrative:
(B)(4). Additional information: the reported compliant could not be confirmed. Although several requests were made for the sample, the device in question was not returned for evaluation. A review of the manufacturing records was conducted and no non-conformances or deviations were noted which would have contributed to the reported event. The device was approximately 4 years old. Based on the available information, no root cause can be determined. No further action will be taken at this time.